Manufacturer narrative:
Qn#(B)(4) health canada reference number: (B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. A lot number was not provided; therefore, a device history record review was performed based upon a potential lot number identified from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "minimal supply of #2.5 ett portex thus found #2.5 ett "rusch" brand ett in intubation tray. 25+3 weeker intubated successfully with 2.5 ett rusch ett. Ett uncut and therefore cut by writer to 11cm. Unable to thread the m.a.c. Ett connector/suction catheter back onto the ett. Writer and admission rrt attempted dilating ett with scissors unsuccessful. Dr. Also attempted to recut ett on an angle and unable to re-thread connector back onto ett. Connector did slightly thread but caused the ett to kink and fell off constantly. Thus decision made by dr. To extubate babe and reintubate with a 2.5 ett portex ett that was found in another intubation tray. Reintubation was successful and complete on first attempt." No patient information reported.

Event description:
It was reported "minimal supply of #2.5 ett portex thus found #2.5 ett "rusch" brand ett in intubation tray. 25+3 weeker intubated successfully with 2.5 ett rusch ett. Ett uncut and therefore cut by writer to 11cm. Unable to thread the m.a.c. Ett connector/suction catheter back onto the ett. Writer and admission rrt attempted dilating ett with scissors unsuccessful. Dr. Also attempted to recut ett on an angle and unable to re-thread connector back onto ett. Connector did slightly thread but caused the ett to kink and fell off constantly. Thus decision made by dr. To extubate babe and reintubate with a 2.5 ett portex ett that was found in another intubation tray. Reintubation was successful and complete on first attempt." No patient information reported.

Manufacturer narrative:
Qn# (B)(4). Health canada reference number: (B)(4).